Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The equipment was examined and one of the cables was found disconnected and the software requires an update. No other information is available.

Event description:
It was reported that on (B)(6) 2023, during a brevera procedure while the needle was inside the patient´s breast, the console experienced issues with the driver thus they had to reboot the consoled and could not obtain the samples. Due to this the procedure was rescheduled. The equipment was examined and issues with the communication software were found. The system is scheduled for software maintenance. No other information is available.